Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Claim # (B)(4). Not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+2.0/085 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed and there was foreign material on lens surface specified as spot. (B)(4).